Event description:
It was reported that, when the surgeon was using the universal driver shaft to fix a screw, the tip of the shaft was broken, however, the patient did not receive any health damage because he used spare shaft instead of it.

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.